Manufacturer narrative:
Product analysis: it was found on analysis that the patient cable was open and that the cable socket on the epg was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient cable which returned as an associated device subsequently tested out of specifications during manufacturer analysis. There was no patient involvement.